Manufacturer narrative:
As reported, the bard/davol optifix at fixation device ejected fasteners sporadically. All of the fasteners were removed from the patient's body. Information related to the event remains limited. The sample is not available for return. Based on the information provided, and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) for the optifix at fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Not returned. This MDR represents the bard/davol optifix at (device #2). An additional MDR shall be submitted to represent the bard/davol optifix at (device #1).

Event description:
As reported, during a procedure on (B)(6) 2022, the bard/davol optifix at fixation device (device #1) misfired several times and fasteners were released sporadically. As reported, the device was not used and a second optifix at (device #2) was opened, and the same issue recurred. As reported, all fasteners were removed from the patient's body and there was a procedural delay in completing the case. There was no reported patient injury. Note, this file represents device #2.

Event description:
As reported, during a procedure on (B)(6) 2022 the bard/davol optifix at fixation device (device #1) misfired several times and fasteners were released sporadically. As reported, the device was not used and a second optifix at (device #2) was opened, and the same issue recurred. As reported, all fasteners were removed from the patient's body and there was a procedural delay in completing the case. There was no reported patient injury. Note, this file represents device #2.

Manufacturer narrative:
As reported, the bard/davol optifix at fixation device ejected fasteners sporadically. All of the fasteners were removed from the patient's body. Information related to the event remains limited. The sample is not available for return. Based on the information provided, and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) for the optifix at fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Addendum: this supplemental MDR is submitted to report the investigation findings. The subject device (device #2) was not returned for evaluation; however, device #1 was received for evaluation. Evaluation of the sample finds that the device misfired potentially due to an incorrect feed assembly setback. The cause for the incorrect feed assembly setback is deemed unknown since discrepancy could not be replicated with the unit received. Based on the sample evaluation and investigation performed, a definitive root cause for reported event cannot be determined. This semdr represents the bard/davol optifix at (device #2). An additional semdr was submitted to represent the bard/davol optifix at (device #1). Not returned